Event description:
It was reported that there were broken dents in the reservoir connector, which were most likely broken tube threads. The blood glucose reading was 101 mg/dl. The customer stated that there must be something wrong with the insulin pump because she had this issue almost every time she removed the connector from the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.